Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a mechanical dislocation. The iol was exchanged for a different model lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was returned with solution, a bent haptic was observed, and was torn into two pieces. Add'l optic damage was observed. No other damage was observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of mechanical dislocation. While we are unable to determine the exact origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of solution, the damage is most likely customer related. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionaire has not been received. (B)(4).